Event description:
It was reported that the pump motor had stalled and recovered multiple times since 2008. This was confirmed in the event logs. There was no magnetic interaction or MRI exposure. No pt symptoms were reported. A pump replacement was planned. The pump was used to deliver morphine, baclofen, clonidine and bupivicaine. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.